Manufacturer narrative:
Exact date unknown, event occured on the date of appointment with physician.

Event description:
It was reported that the patient was having sensitivity and severe pain at the ipg site. The patient was prescribed with medications.

Event description:
It was reported that the patient was having sensitivity and severe pain at the ipg site. The patient was prescribed with medications. Additional information was received that the patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg will not be returned.